Event description:
Roto wire broke off in the drive shaft on the roto blade 1.50, leaving more than 30cm of wire in the distal rca of the vessel. Wire was removed via a snare from the rca. Procedure was completed with another roto 1.5 and roto wire, then ballooning. Manufacturer response for roto wire & burr, (brand not provided) (per site reporter). Notified rep via email. Product will be retained by the hospital for further investigation.